Event description:
It was reported that a malfunction on the pump occurred. There was no reported impact to the customer's blood glucose level. Contact mentioned the pump user was not present at the time and would call back when she had the pump for a reset. No additional corrective actions were noted at this time. Upon follow-up cts provided pump reset information and assisted caller with resetting the pump. Malfunction code did not reoccur. Customer may continue to use the pump. Cts instructed caller to call back if any malfunction code recurs. Caller acknowledged and understood.